Event description:
Reportedly, the pt developed a fistula one day after operation. The pt was brought back to surgery on the fifth day. The anastomosis was broken and a colostomy/ileostomy was performed. Procedure: right colon. Pt. Sex: unknown.